Event description:
The customer reported that while running an hiv-I p24 assay summit sample handler failed to pipette sample and no error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.